Event description:
It was reported that while the anesthesia system was used during patient treatment, disposable patient circuit broke and thus causing a leakage. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, the unique identifier (UDI) number can not be provided.

Manufacturer narrative:
The investigation of this complaint has been completed. The reported failure was investigated by the distributor field service engineer. The reported failure was confirmed. Pictures of partially ruptured breathing tubes were received. No parts have been returned for further investigation and no logs from the event is available. No additional information about the circumstances during the event has been received. The received pictures show that the breathing tubes have partially ruptured close to the connectors. The patient circuit's purpose is delivery and exchange of gases. In case the breathing circuit brakes during treatment, high priority alarms will be generated if the user set alarm limits are exceeded. In general, to minimize the stress on the tube, the users should hold the tube connector when plugging in or removing the tube. The reported failure can be confirmed by the received pictures of the ruptured breathing tubes. The root cause of the broken breathing tubes has not been determined in this investigation.

Event description:
Manufacturer's reference #: (B)(4).